Event description:
It was reported that the user experienced an occlusion alert on an infusion set (contact detach) and had already resumed delivery before contacting support; the user noted additional occlusions the prior day and had not changed the cartridge, and was advised to change all supplies, after which the occlusion was resolved. No clinical symptoms reported during the event. Outcomes included restoration of insulin delivery following a full supply change, with no injury or hospitalization. Customer care provided support that included troubleshooting and user education on the correct supply change process. Investigation of this case revealed that the occlusion was consistent with supply-related obstruction and user process sequencing, with resolution upon replacing the infusion set and related disposables; the device itself was not found to be malfunctioning. It was concluded, based on previously established findings for similar reports, that the cause was supply/infusion set occlusion likely related to use conditions and resolved with proper supply replacement and technique.